Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was vomiting and experienced chest pain due to vomiting, dry mouth and uncontrollably sweating. The patient laid down in a classroom and the school principal called an ambulance. The patient was taken to the hospital. At the hospital, the nurse took her bg readings which was 457 mg/dl and the cgm reading was 307 mg/dl around 08:50 am to 09:00 am. The patient was treated with IV fluids and morphine for the vomiting and for the chest pain. The patient took a nap in the hospital and woke feeling nauseous but not vomiting anymore. Then the nurse took a bg again and it was still reading high. The patient was discharged around 11:30 am. The patient got home and slept and when she woke up, she was feeling fine around 04:00 pm. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.